Manufacturer narrative:
We have investigated based on the information received to date, and are closing the report until further information is received for investigation. No conclusion can be drawn based on the incomplete information provided on alleged injury. If additional information is received, the report will be re-opened for further investigation.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 17nov2017 as follows: pt allegedly received an implant on (B)(6) 2006 via the right common femoral vein due to extensive pulmonary embolism. Pt is alleging frequent medical monitoring required due to the device.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Additionally, the patient alleges, tilt and vena cava perforation. It has been further alleged, "patient has experienced injuries, including, but not limited to tilt and perforation of his ivc. The hip of the patient's filter has perforated through the anterior ivc info the precaval retroperitoneal fat. Four filter struts have perforated through the ivc, with the anterior contact with the lateral wall of the right common iliac artery, the posterior contacting the l4 vertebral body, and the medial and lateral perforation into the retroperitoneal fat. In addition to these injuries. Patient not requires constant monitoring. Patient live with the daily fear that the filter may malfunction, knowing that if it does, little can likely be done." Per abdominal CT, dated (B)(6) 2018, "ivc filer tip 5.6cm below the right renal vein with the crus of the filter at the common iliac vein/ivc junction. All 4 filter crus perforate the ivc. Tip of the filter with 5mm of perforation into the precaval retroperitoneal fat. Ivc filter tilted 5 degrees in the coronal plane and 11.5 degrees in the sagittal plane."

Manufacturer narrative:
Additional information: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported fear is directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: perforation, tilt, and fear. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Additional information: investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is received. Unknown if the reported frequent medical monitoring required is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2006. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.